Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that during priming, leakage was observed from the arterial filter. The unit was not being used on a patient. Ref: (B)(4).